Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump screen did not illuminate when the wake button was pressed. The pump display came on after the pump was plugged into a power source. The customer's blood glucose level was not impacted. The customer was to use the pump to manage diabetes.